Event description:
A site representative reported a vertek arm that was loose and would not tighten properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement vertek arm shipped to site, confirmed (B)(4) 2014. Suspect part not returned to manufacturer for analysis.